Event description:
The customer screened the new replacement antibody before reporting patient results. The screen was conducted on a 55 patient comparative study between estradiol2 lot 117695 (new polyclonal antibody reagent) and lot 110598. The biochemist reported the correlation studies showed positive bias of (B)(4) when evaluating access estradiol reagent with new antibody replacement, lot 117695. Patients results were reported out of the laboratory using the new antibody. Patient treatment was not impacted by this event. The customer stated this positive bias is large and may impact interpretation in post menopausal females and males. The customer will send patient samples for estradiol to alternate facility to be tested under alternate methodology. Controls were run before and after event. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (prevision). Service was not dispatched for this event. Root cause in unknown. Instrument associated with this event is device name: unicel dxi 600 access immunoassay system. Classification code: analyzer, chemistry (photometric, discrete), for clinical use. Catalog number: a30260; serial number: (B)(4); software version: 4.4; manufacture date: 05/07/2009.

Manufacturer narrative:
(B)(4) - to clarify that patient results were not reported out of the laboratory using the new antibody.

Event description:
Patients results were not reported out of the laboratory using the new antibody.